Manufacturer narrative:
D1: corrected brand name. D4: corrected the catalog number and serial number.

Event description:
During impella cp support, a purge fluid leak was noted at a cracked sidearm. While the failure was noted, no actions were noted in response. The device supported the patient until the conclusion of therapy without further issue. There were no adverse events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.